Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated via phone call that the customer had high blood glucose and insulin pump alarmed motor error. The customer stated she had high blood glucose of 459mg/dl, treated with manual injection. Also, she mentioned that the insulin pump alarmed and was not getting insulin. After customer had high blood glucose and treated, blood glucose remained high. The customer's blood glucose was between 78mg/dl-330mg/dl. Assisted with performing the high pressure test, customer received a motor error during the test. Unable to complete test due to the motor error. Advised customer to change entire set, reservoir, insulin and treat per doctor's instructions. Checked alarm history; noticed motor error and motor position encoder error. Advised the insulin pump will need to be replaced and discontinue the use.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected error test. The insulin pump passed off no power test. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.